Manufacturer narrative:
A visual inspection was performed on the stent delivery system (sds) and the reported stent damages were confirmed. The stent implant was returned loose on the balloon and not between the markers. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the sds during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance and stent damage appears to be related to operational circumstances of the procedure. Based on the reported information, during advancement, the sds encountered resistance with the heavily calcified anatomy resulting in the failure to advance. Manipulation of the sds during retraction likely resulted in the reported/noted stent damages. There were visible crimp marks noted on the balloon which suggest that the stent was originally positioned correctly and securely at the time of manufacture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the heavily calcified left anterior descending (lad) coronary artery. The 2.75x28 mm xience xpedition stent delivery system (sds) was unable to cross to treat the lesion due to the anatomy. When the sds was removed from the anatomy, it was noted that the stent was severely deformed. Another xience xpedition stent was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified that the stent was loose and dislocated, on the balloon but not between the markers.